Manufacturer narrative:
During the procedure, the orbit coils ((B)(4)) stretched during positioning into the target aneurysm. After the event, the same microcatheter was used with the next devices. During positioning, no additional manipulation or torque was applied while the coil was in the aneurysm, but during positioning, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction noted between the coil system and microcatheter. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). There was no adverse event, and the devices will be returned for analyses. A non-sterile orbit rdfl complex fill coil was received coiled inside of a plastic bag. The hypotube was inspected and kinks were on it. The introducer was received partially zipped and no damages were noted on it. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper was found without damage while the embolic coil was found stretched in knot condition with the device. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched/kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure by the costumer as stretched coil was confirmed. The conditions of the embolic coil and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents these kinds of failures leaving from the facility. Therefore, no corrective action will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 1058196-2013-00065 and 1058196-2013-00066.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15665270 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt this is one of two products involved with this adverse event, which is associated with mfg report 1058196-2013-00065 and 1058196-2013-00066.

Event description:
During the procedure, the orbit coils (637mf3505/15581886and 638cf0615/15665270) stretched during positioning into the target aneurysm. After the event, the same microcatheter was used with the next devices. During positioning, no additional manipulation or torque was applied while the coil was in the aneurysm, but during positioning, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction noted between the coil system and microcatheter. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). There was no adverse event, and the devices will be returned for analyses.